Event description:
During a neurovacular procedure using an aristotle 14 (a14-200-002) guidewire, a stuck or jamming sensation was felt while the physician was advancing the wire inside of the carotid artery. Upon removal of the guidewire a distal portion of the guidewire was missing, however, when they opened the y-junction the remainder of the guidewire was flushed out and removed. The procedure was completed using another guidewire and no patient injury occured.